Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was suspected of being fractured. The lead exhibited high pace impedance measurements approximately two months ago and the impedance is now high out of range greater than 3000 ohms. It was also indicated that the patient received anti-tachycardia pacing (atp) therapy from the associated implantable cardioverter defibrillator (ICD) device due to noise. There were no inappropriate device shocks and no patient symptoms. The boston scientific representative indicated that the patient was getting an x-ray, device tachy therapy was programmed off and the physician will consider revising the rv lead in the next few weeks. The rv lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.